Event description:
It was reported that balloon rupture occurred. The 99% target lesion was located in the moderate tortuous and moderately calcified iliac artery and superficial femoral artery. A 15mm x 2.5mm maverick² balloon catheter was advanced to treat the target lesion. During the first inflation, the balloon ruptured. The number of atmospheres is unknown. The balloon was completely removed from the patient. No kink prior to use and no resistance noted during the procedure. The procedure was completed with an unspecified size sterling balloon catheter. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).